Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 23/dec/2019. The device was returned to the apollo device analysis laboratory on (B)(6) 2019. Analysis of the device is ongoing.

Manufacturer narrative:
Supplement #2 - medwatch sent to the FDA on 15/jan/2020. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 07/nov/2019. A discolored deflated balloon with fungus on the shell was received for evaluation. The fill tube and fill kit were not returned. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages observed and the flow of di water was continuous and unobstructed. The balloon was inflated with air and upon disconnection of the fill tube the balloon slowly deflated due to a small hole on the shell. Under microscopic analysis, the small slit on the shell shows striated edges which are consistent with a surgical instrument for removal purposes. There were no other holes observed on the shell that contributed to deflation.

Manufacturer narrative:
Apollo has not received the product at this time. Therefore no analysis or testing has been done. A review of the device labeling notes the following: the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) may be higher when balloons are left in place longer than 12 months or used at larger volumes (greater than 700 cc). The physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications- possible complications of the use of the orbera365¿ system include: balloon deflation and subsequent replacement.

Event description:
Reported complaint: "patient 1 - retrieval - orbera 365 retrieved at month 5, as patient wanted it out - when implanted it was inflated at 600cc, once removed the doctor retrieved only 400cc. [The physician] is sure there has been 200cc leakage."